Event description:
It was reported that a spectrum iq pump displayed a blank screen. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device blank screen was confirmed as a damaged screen. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as a damaged liquid crystal display (lcd) and was given the as determined code for general damage. The lcd requires replacement to address the issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.